Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x28 synergy ii drug eluting stent was selected for use to treat the lesion. However, when the physician attempted to put the stent into the y-adaptor, it felt crunchy. The stent was removed before it could enter the patient's body and it was noted that the stent struts were lifted and was spread apart. No patient complications were reported and the patient was not harmed.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts in the center of the stent that were stretched, overlapping and bent. The distal end of the stent was stretched over the distal tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x28 synergy ii drug eluting stent was selected for use to treat the lesion. However, when the physician attempted to put the stent into the y-adaptor, it felt crunchy. The stent was removed before it could enter the patient's body and it was noted that the stent struts were lifted and was spread apart. No patient complications were reported and the patient was not harmed.